Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR: 2134265-2013-07826; 2134265-2013-07825. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter to view the lesion. When the physician attempted to perform pullback via the touch panel, the motor drive unit was unable to perform automatic pullback. He rebooted the system and the issue was resolved and the physician was able to perform pullback using the control panel. However, the issue occurred again. The procedure was completed with another motor drive unit. No patient complications reported and the patient's status is stable.